Event description:
Related manufacturer reference number: 2017865-2022-39386. It was reported that the leads dislodged. It was confirmed by x-rays. The physician attempted to reposition the leads, but the helix would not extend. The leads were explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
As received, a complete lead was returned for analysis. The reported event of a helix mechanism was confirmed. Visual examination of the lead found the helix retracted and covered with blood / tissue. The cause of the reported event of helix mechanism issue was isolated to helix clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.